Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) and leads were explanted. Cultures were taken and the patient placed on antibiotic therapy. It was also reported that the infection was systemic. The system was explanted and replaced five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6726 crdm adaptor 2011-(B)(6), d224trk implantable cardioverter defibrillator 2011-(B)(6), 694965 implantable tachy lead 2005-(B)(6), 5076 implantable pacing lead 2005-(B)(6), 6996sq58 implantable tachy lead 2011-(B)(6). (B)(4).